Event description:
It was reported that the patient was symptomatic of infection. The patient had three active leads and three capped leads implanted. It was noted that one lead had eroded, but it was unclear which lead had eroded. All leads and the implantable cardioverter defibrillator were explanted on (B)(6) 2024. Upon extraction of the last lead, a right ventricular passive lead implanted from 1966 and capped in 2018, the capped right ventricular lead frayed after multiple attempts to laser and broke off. During the process the retract the detached lead, the patient's blood pressure dropped and cardiac effusion was noted on echo. Pericardial window with tap was performed under computed tomography. The patient was implanted with a temporary pacemaker post extraction. The patient stabilized and was transferred to intensive care unit.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient was symptomatic of infection. The patient had three active leads and three capped leads implanted. It was noted that the leads had eroded. All leads and the implantable cardioverter defibrillator were explanted on (B)(6) 2024. Upon extraction of the last lead, a right ventricular passive lead implanted from 1966 and capped in 2018, the capped right ventricular lead frayed after multiple attempts to laser and broke off. During the process the retract the detached lead, the patient's blood pressure dropped and cardiac effusion was noted on echo. Pericardial window with tap was performed under computed tomography. The patient was implanted with a temporary pacemaker post extraction. The patient stabilized and was transferred to intensive care unit.